Manufacturer narrative:
Complaint (B)(4). D10-medical products unk tmj left mandible g2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was further reported the patient underwent a revision procedure approximately two (2) years post-implantation due to pain and malocclusion. Medical records indicated that during the procedure, scar tissue was noted bilaterally and on the right side, the scar tissue was restricting the mobility of the joint. A hematoma on the neck was noted towards the end of the procedure and was controlled with a pressure dressing. The mandibular prosthesis¿ were removed and spacers were implanted while patient matched implants is being made.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: partial and total resection of other bones of the facial skull with reconstruction of soft and hard tissue (including alloplastic reconstruction). Removal of the joint prostheses on the left side with osteotomy of screw remnants from the left mandibular branch. Left: the joint prosthesis is to be removed in the area of the left joint access and then the massively disturbed occlusion is to be adjusted by appropriate rotation. However, at the beginning of the operation, after 6 imf screws have been inserted, it typically becomes apparent that it is not possible to get the splint in the maximum four-point position, as the biomet prostheses block here with their anterior fossa stops. For this reason, the decision is made to perform intermaxillary fixation only after removal of the joint head prosthesis or fossa component. Preparation of the joint or exposing the fossa component via a deep temporal approach, locating the joint head, which lies in a scar loop, and then making a retromandibular incision, which is then extended submandibularly in the area of the old incision. This approach is extremely unfavorable in order to reach the fossa component; for removal, the tissue must be placed under a certain amount of tension, as there is severe scarring here. Furthermore, the screws are very tight and can only be unscrewed using auxiliary forceps, whereby the screw thread cannot be removed and must be osteotomized. Subsequently, in view of the fact that the splint could not be inserted sensibly at the beginning of the operation, the fossa component is also loosened, but not removed, but refixed with sutures, as a psi joint prosthesis will probably have to be inserted here after all. The occlusion is now attempted to be adjusted via the splint by taping it again with a perforated cloth; this is somewhat more possible as there is now mobility in the left joint, but there is a posterior dislocation. For this reason, the decision is now made to remove the contralateral side as well, as a sensible occlusion cannot be achieved with the prosthesis inserted here. After washing again, the wound is now closed on the left side first. Here, a tube is pulled through from the fossa to the retromandibular side and then the fossa, which was secured with sutures as previously described and additionally filled with palacos, in order to report a corresponding vacant growth here. Right: removal of fossa screws and suture fixation followed by resection of abundant scar tissue in the area of the fossa, which also severely restricts the mobility of the joint. Tissue less traumatized than on contralateral side. Tube pulled through and sutured. Joint cavity filled with palacos spacer. Total joint prosthesis from biomet required. At the end of the operation, a hematoma in the area of the neck was removed, which fully reappeared- pressure bandage and cooling. The reported event is confirmed, based on medical records. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b2, b4, b5, b7, g3, g6, h2, h3, h6, h10 and h11.